Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier does not close properly. The procedure was completed. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was attempting to clamp on a vessel/tissue bundle. The surgeon was unable to apply the clip. This was the first clip application with this instrument. A backup clip applier was used to continue the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.